Event description:
It was reported that a minimum fill notification occurred with multiple cartridges during the load sequence. Customer's blood glucose level was the customer reverted to an alternate method of insulin therapy. 8.2 mmol/l.